Event description:
It was reported that the patient passed away within two weeks of pump replacement due to a blood clot. The patient was off of his blood thinners pre-operation and threw a blood clot post-operatively. As a result, the patient passed away. The pump had been replaced on (B)(6) 2014. The exact date of death was not reported. There was no alleged product issue. The medication delivered by the device system was unknown. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# hg04hja10, implanted: (B)(6) 2014, product type: accessory. Product ID: 8709sc, lot# n154804001, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported that the death date was in (B)(6) of 2014. The patient had a history of cerebrovascular accident and anticoagulation therapy. It was noted that no autopsy was being conducted. The pump was infusing bupivacaine and clonidine.